Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2014-06510. It was reported that a rotawire fracture occurred. The target lesion was located in the very calcified right coronary artery (rca). A 1.25mm rotalink¿ plus and rotawire were used to treat the target lesion with rotational atherectomy. During ablation, it was noted that the rotawire was fractured more than 10cm from the distal tip of the wire, near the guide catheter tip. Attempts to retrieve the wire fragment with different snares was not successful. Three unspecified size synergy stents were used to cover the rca, leaving the fractured wire positioned to the artery wall and the procedure was completed. No further patient complications were reported and patient's condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The visual inspection was performed and the device returned fractured, and the distal section of the wire including the spring tip was not returned approximately 17.1 cm. Moreover, the device was found kinked along the wire. The guide wire overall length was out of specification since the distal section was not returned. The outer diameter of the spring tip could not be measured due to the distal end was not returned. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-06510. It was reported that a rotawire fracture occurred. The target lesion was located in the very calcified right coronary artery (rca). A 1.25mm rotalink plus and rotawire were used to treat the target lesion with rotational atherectomy. During ablation, it was noted that the rotawire was fractured more than 10cm from the distal tip of the wire, near the guide catheter tip. Attempts to retrieve the wire fragment with different snares was not successful. Three unspecified size synergy stents were used to cover the rca, leaving the fractured wire positioned to the artery wall and the procedure was completed. No further patient complications were reported and patient's condition was stable.